Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual examination shows that the returned unit is contaminated. Examination of the tracheal cuff shows that there is a clean cut slit in the main body of the cuff. The damage detected is indicative of contact with a sharp utensil or object. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device's cuff was not inflating. The second device had an obvious air leakage of the blue balloon. There was no patient involvement reported.